Event description:
It was used as an umbilical arterial catheter and was sutured at 14 cm. The line was clamped to change IV fluids and it snapped just after the hub. There was no patient harm as the catheter was clamped. It was placed, and this occurred 3 days later. Clamped uac using 2x2 folded over line and hemostats clamped. After scrubbing the line, attempting to twist off the old IV tubing to replace with new when it just popped apart at the end of the catheter where it is attached to the hub.